Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to mis-positioning of the control points and an imperfect, ¿tilted¿ dock of the patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the dock was tilted, control points mispositioned on capsulotomy and fragmentation of the left eye during laser assisted cataract surgery. The primary incision did not open and a corneal abrasion occurred in attempts to open the incision. The surgeon created a manual incision in close proximity of the laser created incision. A contact lens was placed on the eye upon completion of surgery. It was also noted the patient was taken back to the operating room for a leaky primary incision and the intraocular lens was repositioned. Additional information requested.